Manufacturer narrative:
Date received by MFR: 11oct2019. Report date: 14oct2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse tried to calibrate the touch screen and it would not calibrate. The manufacturer's field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06sep2019.

Event description:
The customer reported touchscreen failure. There was no patient involvement.